Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted: the dissector balloons, valve seals and doors appeared intact. The obturators were received. The insufflation bulbs were received. Pmv performed functional testing; the balloons were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during tep inguinal hernia repair procedure when the device was applied to posterior rectus sheath tissue the balloon did not inflate. No known impact or consequence to patient. Patient status is alive, no injury.